Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer explained that the screen would flicker. The customer has to press different buttons for it come back on, once the screen stops flashing, the insulin pump alarms no delivery. The customer stated he changes the infusion set and reservoir, but the no delivery alarm happens again. Blood glucose value was about 160 mg/dl. Troubleshooting for no delivery was not performed. The insulin pump will be replaced due to the display anomaly. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments/partial display anomaly and no excessive no delivery alarm noted and passed the delivery accuracy test at 0.08720 inches. (B)(4).